Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded / loose drive support disk. No motor error alarm was noted. The motor passed the motor test. The insulin pump had a missing end cap sticker.

Event description:
The customer reported a motor error alarm during normal use. Troubleshooting was performed, and no damage to the drive support cap was noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.